Event description:
It was reported by the health care professional (hcp) that the communicator was showing a red call doctor (rcd) icon for the patient with this pacemaker. The hcp called the patient to call technical services (ts) for troubleshooting assistance. The issue remained unresolved by the end of the call. It was noted that the patient's communicator was not updated. The pacemaker remains in use. No adverse patient effects were reported.